Event description:
It was reported to philips that wireless footswitch does not work intermittently. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and customer was performing a general surgery diagnosis procedure and the procedure was completed (as planned) by using the wired footswitch. The issue pre-occurred when the engineer checked the button's push function and did a power reset, and then the wireless footswitch was working. The product malfunction was not confirmed. But for the present issue, the philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not work intermittently. Upon troubleshooting, fse found that the wi-fi (led) indicator on the wireless footswitch was solid red, and the color of the battery indicator was green. Fse identified that the footswitch is not functioning intermittently and has attempted to reconnect it multiple times, but the issue persists. To resolve the issue, the fse replaced the wireless footswitch and base station. The defective wireless footswitch was returned to philips for failure analysis and the cause of the failure was found to be one anti-slip that was missed, and the bracket was loose. The defective wfs base station was returned to philips for failure analysis and the cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wfs base station and wireless footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.